Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient's s1 and l5 bilateral leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead (a) found some kinks on the outer tubing and all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-08401, related manufacturer reference number 1627487-2019-08403, related manufacturer reference number 1627487-2019-08404. It was reported that the patient experienced ineffective therapy due to high impedances. Imaging studies did not reveal any obvious abnormalities. Surgical intervention may take place to address the issue.